Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for an alleged stuck button alarm and cosmetic damage on the battery compartment found on (B)(6)2021. The insulin pump passed the self test, displacement test, and keypad voltage test. All buttons are responding properly. Successfully downloaded the trace and history files using thus. No stuck button alarm noted during testing. A review of the history files reveals there were five stuck key alarms that occurred on (B)(6) 2021 between 18:40 and 19:19. The insulin pump was cut open for visual inspection. No damage or moisture damage noted on the electronic assembly 1 and 2, keypad flex tail, keypad dome switches, or keypad assembly during visual inspection and the keypad connector on electrical board 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, serial number label damaged, end cap address label fading, cracked reservoir tube lip, broken belt clip rails, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Stuck button alarm is not confirmed. No stuck button alarm occurred during testing. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and had stuck button alarm. Customer stated that insulin pump had crack on battery compartment area. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.